Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys cea assay (cea) on a cobas 6000 e 601 module. The initial cea result was 0.637 ng/ml. This result was reported outside of the laboratory where it was questioned. On (B)(6)2017 the sample was repeated and the result was 96.83 ng/ml. This result was believed to be correct. There was no allegation that an adverse event occurred. The cea reagent lot number was 153910 with an expiration date of 09/30/2017. The pinch tube was last replaced on (B)(6)2017. Liquid flow cleaning was last performed on (B)(6)2017. The customer¿s calibration signals are slightly lower than expected. The customer¿s quality control results were within the acceptable ranges. An "abnormal sample aspiration" alarm was observed on the alarm trace at the time of the initial cea result. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The most likely root cause of the event was due to a pre-analytical issue due to the "abnormal sample aspiration" alarm at the time of the event. A general product problem has been excluded.